Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to wide qrs complex of aberrant conducted atrial fibrillation (af). Boston scientific technical services (ts) reviewed the electrogram and noted that since the onset amplitude of the qrs was lower than the peak amplitude the sensitivity will not change significantly even if the device was reprogrammed. Ts further discussed options of controlling the patient's atrial rate and considering a revision procedure to move the lead. Over one year later the patient received additional inappropriate shocks due to double counting. Due to minimal options for programming a revision procedure was performed. During the procedure the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. Review of the patient's cardiac function was performed by the physician and determined to have declined. The physician wanted to perform a MRI thus removal of the right atrial (ra) lead was attempted. However the physician experienced difficulty removing the lead an the tip of the positive electrode separated from the lead body. The distal end remains inside the patient. No additional adverse patient effects were reported.